Manufacturer narrative:
Additional information is provided in sections d,4, b.2, b.5 and h.11. Additional information received indicates that the event system shutdown occurred during service, and this was not reported by the customer. Hence no further reports will be scheduled under 2028159-2024-00920. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received, indicating that the system shutdown automatically during the service and this was not reported by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during preventive maintenance, an ophthalmic system shutdown automatically. It was further reported that the spare was ordered and replaced. There was no patient impact reported.